Event description:
The pt was hospitalized for elevated blood glucose levels, dka, and a heart attack.

Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The pt reported, that the pump exhibited a visible battery compartment crack and a damaged battery cap that could not be properly attached. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.